Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the doors were failed and was not detected on bus. A field service engineer replaced the controller board, after replacement the doors no longer failed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on bus. The customer stated that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.